Event description:
It was reported that during a laparoscopic nissen fundoplication, the device was used to approximate the cura. While firing the device, a metal piece from the reload fell into the pt. The piece was retrieved. There was no pt consequence.